Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss in the right shaft of the prosthesis the patient had his inflatable penile prosthesis (ipp) removed and replaced. The loss of rigidity started at the beginning of 2018 and the rigidity has been worsening each day since. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was added that the patient was stable post-op. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to fluid loss in the right shaft of the prosthesis the patient had his inflatable penile prosthesis (ipp) removed and replaced. The loss of rigidity started at the beginning of 2018 and the rigidity has been worsening each day since. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was added that the patient was stable post-op. Should additional information be received a supplemental report will be filed.